Event description:
In 1974 rptr had silicone breast implants. Pt was not told anything about them. After eight operation had numerous stays in the hosp. Rptr is now disabled, on home oxygen all the time. The first of 1997, rptr was in the hosp for a week with what the dr said was a viral infection that settled in their immune system causing a tingling sensation in hands & feet. Rptr was unable to walk for a month without a walker. For five days rptr was an out pt. Taking gamma through their veins. Each treatment lasted 4 hrs. Rptr now on prednisone to help them walk & breathe. Rptr's hair is falling out. Rptr has an underactive thyroid and is taking medication for that. Silicone implants are killing women every day. Rptr can't afford to have it out because their ins. Will not pay. Rptr had this operation because of fiberous tumors that came back as soon as they were removed. Rptr had three types and still looks deformed.